Event description:
The patient reported about intermittencies in hearing performance followed by no longer having access to sound for the last 2 weeks. Re-implantation is being considered. No surgery date has been set at this time.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient reported intermittencies in his hearing performance followed by no longer having access to sound.

Manufacturer narrative:
Additional information- in accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. However, to determine an exact root cause a device investigation would be necessary. The complaint can be re-opened if further relevant information is available.

Event description:
The patient reported intermittencies in his hearing performance followed by no longer having access to sound for the last 2 weeks re- implantation is being considered, but no surgery date has been scheduled.

Manufacturer narrative:
UDI code not available for this device. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a f/u report.